Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that the left ventricular (lv) lead outputs were confirmed. It was noted that reprogramming was done to increase the outputs and to set the device feature that monitors the pacing amplitude threshold to monitor, and the lv lead remains in use.

Manufacturer narrative:
Continuation of d10: dtpa2q1 crt-d implanted: (B)(6) 2024.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a single high left ventricular (lv) lead threshold value was observed from the cardiac resynchronization therapy defibrillator (crt-d) feature that monitors the pacing amplitude threshold and adjusts lv outputs. It was suspected the single high threshold value was an erroneous measurement during the feature¿s test. The lv lead and crt-d remain in use. No patient complications have been reported as a result of this event.